Event description:
It was reported that a shaft break occurred. The unspecified target lesion was treated with rotational atherectomy and then a 145, 5-in-6 guidezilla¿ guide extension catheter was advanced to the lesion. It noted that severe resistance was felt while inserting the device into the guide catheter and the guidezilla was unable to advance further. When the physician attempted to remove the device, withdrawal resistance occured and it was discovered that the device was detached inside the guide catheter. The entire system was removed as a unit. The procedure was completed with a different device with no patient complications reported. The patient¿s current condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces, and a non-bsc guide catheter. There was blood and contrast in the lumen and outside on the shaft. The distal shaft was able to be removed from the non-bsc guide catheter. Microscopic examination revealed that the shaft had numerous kinks. The outer diameter (od) of the undamaged portion of the distal shaft was measured and was found to be within specifications. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination presented no damage or irregularities to the ptfe. Microscopic examination revealed that the collar was damaged. Microscopic examination revealed the tip of the device was damaged. Functional testing was performed/attempted by inserting the distal shaft of guidezilla through the hub of the non-bsc guide catheter, used in the procedure. The complaint device could not enter into the guide catheter due to the tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The unspecified target lesion was treated with rotational atherectomy and then a 145, 5-in-6 guidezilla¿ guide extension catheter was advanced to the lesion. It noted that severe resistance was felt while inserting the device into the guide catheter and the guidezilla was unable to advance further. When the physician attempted to remove the device, withdrawal resistance occured and it was discovered that the device was detached inside the guide catheter. The entire system was removed as a unit. The procedure was completed with a different device with no patient complications reported. The patient¿s current condition is good.